Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation had an abrasion and was breached. It was noted that the distal conductor was stretched, the outer insulation had a cosmetic abrasion, the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.